Manufacturer narrative:
Additional information: b5, g2, g3, h3. The injector was returned nested in the thermoform packaging tray, and no stents were returned. The device evaluation was completed, and the injector¿s frontal components were found bent, and a trocar fracture was not observed. This finding likely occurred during the surgical procedure or during customer handling. No non-conformances were found. A review of the surgical video was completed, and the reported trocar fracture was not observed. However, a definitive conclusion based on the surgical video alone could not be made, as possibly trocar bias may have contributed to the event due to an upward bias noted following the deployment of the first stent. Based on the investigation and available information, the root cause of the reported event could not be conclusively determined. Note: the additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. The surgeon reported that the trocar appeared to be broken prior to the deployment of the first stent, and reiterated that a back-up device was used to complete the procedure with no adverse patient impact.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during attempt to implant the stents from a trabecular microbypass stent system, the trocar tip broke upon entering the schlemm's canal, possibly due to contact with the posterior wall. Per report, the fragment was removed intraoperatively, and a back-up device was used to complete the procedure with no adverse patient impact. Additional information has been requested.